Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid loss. No additional information was reported. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.